Event description:
During a follow-up, there was high defibrillation impedance was noted on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed no insulation damage to the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.